Manufacturer narrative:
See d4, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - when the doctor went to use the reamer, the reamer would get bound up before he even was able to place it in the patient. We opened up another set tried with the other one and it did the same thing.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.